Manufacturer narrative:
The delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 47657002 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. Medical records indicated that insufficient information was received for review with a clinician consultant. Device history review all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot or sterile lot.. The exact cause of the event could not be determined because insufficient information was received. A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation is required at this time. Product surveillance will continue to monitor for trends.

Event description:
Patient status post revision hip x2 weeks. Followed up with surgeon regarding wound issues. Plan for surgeon to do liner and head exchange and washout hip.

Event description:
Patient status post revision hip x2 weeks. Followed up with surgeon regarding wound issues. Plan for surgeon to do liner and head exchange and washout hip.